Event description:
It was reported by the patient that the patient's blood glucose levels reached up to 287 mg/dl while wearing the pod on the infusion site (abdomen) for less than an hour. It was reported the pink slide did not move forward and it is not visible in the viewing window. When the pod was removed, the pod's cannula was found to be bent causing the patient to bleed, have pain and the insulin leaking out. As treatment, a new pod was placed.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to confirm the reported needle mechanism failure and bent cannula or determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone15.4. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.